Manufacturer narrative:
The company representative examined the system and replicated the problem reported. The fluidics module was replaced. Preventive maintenance (pm) was performed. The system was then tested and met all product specifications. There was no sample returned for evaluation and no additional information provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. A review of the system event log did not reveal any system message or unusual event, related to cassette not fitting or accepting, captured in the date of the reported event. A review of complaints for the last 24 months did not indicate any additional similar reports for the root cause cannot be determined conclusively. (B)(4).

Event description:
The customer reports that prior to a procedure the cassette did not fit, the procedure was cancelled. There was no patient harm.